Event description:
Patient reported experiencing the luer lock separating from the tubing. Patient's blood glucose elevated to (419 mg/dl). Patient switched out his infusion set and administered a bolus to bring his blood glucose down.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.